Manufacturer narrative:
It was reported there was noise resulting in therapy delivery. The lead was explanted and replaced. No further patient complications have been reported as a result of this event. Additional information on the event indicates rv pacing impedance value of > 3000 ohms noted on printout prior to device changeout. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure (select specific code from category d) lead conductor device was out of specification in a manner that relates to event impedance, high oversensing shock, inappropriate.

Event description:
It was reported there was noise resulting in therapy delivery. The lead was explanted and replaced. No further patient complications have been reported as a result of this event. Additional information on the event indicates rv pacing impedance value of > 3000 ohms noted on printout prior to device changeout.